Event description:
The customer reported that there were ongoing light scatter (ls) offset and volume conductivity and scatter (vcs) module failures on a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/11/2014. The fse indicated that he replaced multiple parts during troubleshooting, which did not resolve the issue. The fse determined that the cause of the problem was that the triple transducer module (ttm) that houses the flowcell required alignment. The ttm was realigned and additional tubing replaced as part of system verification. The fse verified that the ls offset was stable after running 400 samples. (B)(4).